Event description:
On march 3rd, the user contacted dario to report high blood glucose (bg) readings. The user reported that approximately a month prior to contacting dario, she received from her dario meter the following high bg readings after opening a new cartridge of strips: 269 mg/dl, 289 mg/dl, and 291 mg/dl. Due to these high readings, the user doubled the medication dosages that she was taking. The user reported that she takes the following medications: glucose dash, metformin, and actos. The user reported that she was receiving high bg readings since opening the cartridge of strips and approximately a month later, the user received a high bg reading of 440 mg/dl. Due to this high reading, the user went to her doctor where her bg level was measured with the doctor's meter which read 110 mg/dl, which the user states is normal for her.

Manufacturer narrative:
While troubleshooting on the phone with the user, dario's representative instructed the user to open a new cartridge of strips and test her bg level, which she did and received a reading of 401 mg/dl, which the user stated was still very high. A replacement of dario's strips and control solution was sent to the user to further investigate this issue. After the above was received, dario's representative followed up with the user. The user reported that she had tested her bg level with the new cartridge of strips and received a reading of 120 mg/dl, which the user reported was in normal range for her. Since the meter was reading within range for the user with the new strips, it can be determined that the issue is not due to a meter issue. There is not enough information regarding the old strips to investigate. No resolution is available.